Manufacturer narrative:
(B)(4). Stent damage can occur as a result of multiple things, including but not limited to, the manufacturing process, handling during removal from the packaging at the account, handling during visual inspection and/ or preparation, loading on to the guide wire and accessory device interaction or ballooning technique (kissing balloon). The device was not returned to abbott vascular for analysis; however, the cine was returned and was reviewed by an abbott clinical research. The cine review results indicated that several balloon inflations were performed along the length of a severely stenosed left anterior descending (lad). A second guide wire was positioned in the diagonal and balloon inflation was performed in the lad/diagonal. A stent was then positioned in the lad across the diagonal bifurcation and deployed. Intra vascular ultra sound (ivus) was performed in the lad followed by several balloon inflations in the stented area and balloon inflations were performed in the lad/diagonal branch. Additional inflations were then performed in the stented area followed by kissing and hugging inflations in the lad and diagonal. Ivus is performed followed by additional inflations in the stented area. Image 62 identified a balloon moved proximally in the proximal lad stented area while in a partially inflated state. The next image shows ivus, then the left circumflex (lcx) is wired and balloon inflation was performed in the proximal section of the vessel. Then one more inflation was performed in the proximal lad followed by ivus. Review of the ivus showed heavily diseased vessel (presume lad) with spots of calcification in the first three runs. Image 4 showed a stent has been implanted and no stent struts visible in the bifurcation of the lcx. Image 6 hints that there is metal in the bifurcation of the lad/lcx and that the proximal end of the stent is patchy rather than uniform. The cine review concluded that the ivus images suggest a stent may have stretched at its proximal end and may have occurred due to the retraction of a partially inflated balloon in the section of the proximal stent. It is most likely that the kissing balloon technique contributed to the reported protruding stent struts as the stent was initially retorted to be implanted with out any issues. Dilatation of the stent (additional therapy/non-surgical treatment) was subsequently performed to treat the protruding struts and was successfully completed with no patient effects. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. The reported stent damage and additional therapy/non-surgical treatment appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. All stent delivery systems are 100% inspected for damage prior to release of the lot. Additionally, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left anterior descending artery (lad), with no tortuosity, no calcification, and 90% stenosis. The 3.5 x 28 mm xience v stent was implanted in the lad. Intravascular ultrasound (ivus) was performed and confirmed that the implanted stent was suitably implanted at the intended site and that there were no stent struts protruding into the left circumflex (lcx). A kissing balloon technique was performed in the lad and first diagonal, and then ivus was performed again. At this time, it was noted that the stent strut of the implanted xience v stent was protruding into the lcx about 2 mm length, and the entire stent implant was stretched. Dilatation was performed at the lcx to correct the protruding stent strut and the procedure was ended. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 ikazuchi, 3.5 hiryu; guide wire: runthrough; other: ivus(atlantis pro). The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.